Manufacturer narrative:
As of 01/19/2021 unused retained samples of the same lot reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report received by aso on 12/22/2020 consumer informed that she had a rash where she applied the bandage, she believes is caused by the adhesive in the product. Consumer sought medical attention.